Event description:
It was reported that the rotary knob of the inner shaft broke off. No adverse consequences reported.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the knob of the vlift expander was confirmed to be fractured off of the inner shaft upon visual inspection. It was reported that the event occurred during fixation of the cage and resulted in a 5 minute delay. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. Previous investigations and a materials analysis performed on a similar device from the same lot indicates that inner shaft breakage was caused by any overload applied to the knob. The cause of this event is likely an overload applied to the v lift expander knob. Conclusion: the cause of this event is likely an overload applied to the v lift expander knob. However, the exact cause of the breakage cannot be determined and is likely multifactorial.

Event description:
It was reported that the rotary knob of the inner shaft broke off. No adverse consequences reported.